Manufacturer narrative:
Patient initials are (B)(6). The actual date of implant is unknown. The complainant part will not be returned to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 2.7/3.5mm va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances or rework noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient sustained a right olecranon fracture on (B)(6) 2014. An open reduction internal fixation (orif) procedure was performed to repair the injury. Post-operative follow-up revealed the fracture had healed; however, soft tissue coverage was compromised. The plate was prominent and painful. Also, clinical findings indicated that this was a potential infected injury site. Decision was made to remove all of the hardware at this time. All hardware was removed without complication. There was no surgical delay. This report is 1 of 8 for (B)(4).